Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported that the lead under fluoroscopy showed the helix closed and once removed from the body the helix extended. It was further reported that the lead fell out of the atrium with the helix extended four times. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.